Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21679.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# : 1627487-2014-21679.

Manufacturer narrative:
Results: the complaint for 'intermittent communication' was not confirmed. As received, the ipg was functional and communicated with lab utilities, including a lab patient programmer and 3721 charging system. The ipg was fully charged without any intermittency observed. The complaint that ¿stim turns off by itself¿ was not confirmed. The ipg was programmed and monitored for 1 hour with no signal deviation from initial values observed. No interruption in stimulation was observed. The magnet feature functioned as intended. The ipg was tested to manufacturing specifications using the auto tester and passed all tests. The returned ipg displayed normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.